Event description:
A home pt (hp() contacted baxter's technical service center (tsc) for assistance during the prime cycle prior to automated peritoneal dialysis therapy utilizing the homechoice machine. Reportedly, the hp had transfer set connected to the pt line of the homechoice set during the prime cycle. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the home pt.